Manufacturer narrative:
(B)(4). Additional information: this lot was manufactured march 25, 2015 to march 27, 2015. The device was received for evaluation. A visual inspection on the unit noted white particulate matter approximately 0.40 square mm in size in the fluid of the reservoir, verifying the reported condition. The matter was identified to be acrylic material via ftir spectrophotometer scanning. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small intermate had a white fiber in the reservoir. The device was compounded with flucloxacillin. There was no patient involvement. No additional information is available.